Event description:
This event is being reported for death due to the premature separation of the delivery system from the occluder. It was reported a 30 mm amplatzer septal occluder was chosen for procedure using an amplatzer torqvue delivery system on (B)(6) 2022. There were no issues during device preparation. During procedure, the device presented with a bulging shape and when the user attempted to remove the device, the device disconnected from the cable, embolizing into the patient's left atrium. The device did not occlude the patient's blood flow. The patient immediately became unstable. The patient went into cardiac arrest while waiting to transfer to cardiac surgery. Defibrillation efforts were made and were unsuccessful and the patient passed away. Related manufacturing reference number 2135147-2022-00252-00 (embolization of device and bulging shape)

Manufacturer narrative:
An event of the occluder disconnecting from the delivery cable when attempting to recapture, cardiac arrest, and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. One photo was received which appeared to show a deformed occluder not attached to the delivery cable within a patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.